Event description:
Healthcare professional (hcp) reported that a patient was injected with juvéderm® volift¿ with lidocaine and juvéderm® volite¿ in the perioral area, lips, upper and lower lip skin, 'sng'. Two months later, patient "began to experience edema in the treated area", "refers to (non-device related) flu-like symptoms prior to the event." Treatment included deflazacort tablet, cetirizine tablet, prednisolone. Symptoms ongoing/unresolved. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-39352). This emdr is being submitted for the suspect product, juvéderm® volift¿ with lidocaine .

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection, deemed not device related, is considered an unexpected adverse drug experience.